Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The customer troubleshoot with technical support and was provided with part number and price. The customer replaced the air flow sensor and the ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow was out of specification. There was no patient involvement at the time of the event. The event date was not specified, estimate used.